Event description:
Device 3 of 3: reference MFR. Report#:1627487-2018- 00813 , reference MFR. Report#:1627487-2018- 00814. Follow-up information revealed the patient underwent surgical intervention wherein the patient's scs system was explanted and replaced. Effective therapy was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#:1627487-2018- 00813. Reference MFR. Report#:1627487-2018- 00814. It was reported the patient was without stimulation. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays revealed the extensions have pulled out of the ipg header. No further information is known at this time.